Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "acute dislodgement on 9/10/96; attempt at refixation aborted after 3-4 attempts. Blood clot and endocardial forceps."~~~~~~~~